Event description:
It was reported that during the implant procedure, this lead exhibited abnormal impedance measurements that could not be resolved. The physician requested a new lead. A new lead of the same model was then implanted with normal parameters observed. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, this lead exhibited abnormal impedance measurements that could not be resolved. The physician requested a new lead. A new lead of the same model was then implanted with normal parameters observed. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This correction report is being filed to correct the serial number for the suspect medical device.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This correction report is being filed to correct the serial number for the suspect medical device. If pertinent information is provided in the future, a supplemental report will be submitted. H3 other text : product was disposed.

Event description:
It was reported that during the implant procedure, this lead exhibited abnormal impedance measurements that could not be resolved. The physician requested a new lead. A new lead of the same model was then implanted with normal parameters observed. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis. It was later reported that the serial numbers for the attempted lead and the implanted lead were inadvertently reversed. The attempted lead was returned before this error was discovered and the lead was disposed as a returned product with no field allegations.